Manufacturer narrative:
Implant regio 33 fractured. Construction was a implant retained dental bridge from pos 33 to 41. Patient sufferd from periimplantitis following bone loss and implant instability material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.

Event description:
Implant fracture.